Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 3ml s/su package was damaged. 3 ml syringe, lot: 5120252 - (B)(4) units, 1 foreign body in the package, 1 opening at the beginning of the package. Additional information received on 23feb2026. Can you share the date of occurrence of the event in dd/mm/yyyy? 25/11/2025. Can you share the sample photo(s)/video(s)? Yes. Was the incident notified to anvisa? If yes, what is the notification number? We did not notify anvisa. For sample collection and replacement, please provide the following information: entity name: essencial manipulações especiais ltda. Cnpj number: 20.511.326/0001-90. Icms taxpayer (yes/no): yes. If you are an icms taxpayer, issuance of invoice: yes. Product purchase invoice number: cir mafra nf: (B)(4). Full address: (B)(6). Sector/department: warehouse. How many units are available for collection: (B)(4) items. Contaminated sample ¿ if yes, specify the substance: no.